Event description:
It was reported that during removal of the spring wire guide from the pt, it unraveled and a piece separated and remained in the pt. Twelve hours later the pt was taken to surgery for removal of the piece of wire. There were no pt complications.